Manufacturer narrative:
Additional information received indicates that the sealant dislodged during procedure. The sealant being jammed or stuck in the end of the advancer tube so that it came out of the patient when the advancer tube was removed at the end of deployment. As reported, the sealant of the mynxgrip vascular closure device (vcd) came out of the patient when device was removed after deployment. The sealant appears to be jammed/stuck to the distal end of advancer tube. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. The patient did not have any relevant medical history. The device storage temperature no not exceed 25 degrees celsius. The mynx vcd was prepped according to the instructions for use (IFU). Initially, this was a peripheral intervention procedure. The device was used in the femoral artery. The stick location was medium. There was no vessel tortuosity. A 6f sheath was used in the procedure. The stopcock of the introducer sheath was opened prior to shuttling down. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no significant resistance or force applied when shuttling down. The deployer shuttled down completely. No unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the device, fully retracted. The sealant was observed on the catheter, soaked in blood, covering the whole balloon. The advancer tube was abutting the sealant¿s proximal end, properly engaged the distal tamp lock as received. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and properly engaged distal tamp lock, per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1816202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device component¿ and ¿sealant dislodged¿ were confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the failure could not be conclusively determined. Based on the information available for review and the product analysis, the cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant can remain on the catheter and be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1816202) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) came out of the patient when device was removed after deployment. The sealant appears to be jammed/stuck to the distal end of advancer tube. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. The patient did not have any relevant medical history. The device storage temperature no not exceed 25 degrees celsius. The mynx vcd was prepped according to the instructions for use (IFU). Initially, this was a peripheral intervention procedure. The device was used in the femoral artery. The stick location was medium. There was no vessel tortuosity. A 6f sheath was used in the procedure. The stopcock of the introducer sheath was opened prior to shuttling down. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no significant resistance or force applied when shuttling down. The deployer shuttled down completely. No unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The patient recovered. The device will be returned for analysis.